Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed, opening on radius side assessed, as fold flaw opening. And observed, cracked valve seat diaphragm valve. As per the investigation procedure: particles, wear abrasion and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported, right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device remains implanted.

Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01may2024.